Event description:
It was reported that during an unspecified procedure about a year ago, a patient received three xience stents via the brachial access site. Sometime after or during the procedure, the patient went to surgery. The patient refused to give her name and contact phone number. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of occurrence has been estimated as (B)(6) 2011. Date of implant has been estimated as (B)(6) 2011. The reported patient effect of stenosis, is listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.